Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room with complaints of chest pain. It was subsequently discovered that the rv lead was not capturing and a computed tomography (CT) scan showed that the rv lead had perforated through the ventricle. An invasive procedure was performed where the rv lead was explanted and successfully replaced. An echocardiogram showed the system was working fine post procedure. Additionally, it was noted that the tip of the lead was slightly bent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, no discernable set screw marks were noted on the ring, dried blood/body fluid was noted in the lumen, electrocautery damage was noted in several locations in the lead insulation and tissue was noted entwined in the helix mechanism. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the electrocautery damage. Laboratory analysis did not confirm the reported observation.